Event description:
Self reporting causing longer anes to retrieve. Tip of automated percutaneous lumbar discectomy came off instrument and needed retrival. Successful- no injury. Reported to MFR "to test on their site.